Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump serial number (B)(4) was performed. Some of the documents reviewed include records for the cap assembly, flow testing, leak and lock testing, pulse volume testing, and electrical testing for valves. The review did not identify any non-conformances or issues associated with pump function. Device return has been requested for evaluation. Internal complaint # - (B)(4).

Event description:
On (B)(6) 2019, sales representative reported error codes 100 and 125 appeared for a programmable pump ii (20 ml). On (B)(6) 2019, a soft reset procedure (emergency pump stop) was performed to attempt to clear the error codes. The error codes were cleared and the daily dose was set to 0 mg/day. On (B)(6) 2019, sr. Field clinical engineer performed a hard reset and the issue was resolved. On (B)(6) 2020, error codes 100 and 125 appeared upon initial inquiry. It was reported that no programming steps were done prior to this inquiry and that the error codes were cleared after reprogramming the basal rate. Per follow-up, the patient was brought back to the office and the doctor had to perform a soft reset for almost a week straight because the patient's pump would shut off each day. A hard reset was performed for a second time until replacement surgery could be scheduled. Pump was subsequently explanted on (B)(6) 2020.

Manufacturer narrative:
Device was returned for evaluation. Visual inspection of the pump did not find any anomalies with the exterior of the pump. The initial inquiry of the pump confirmed the error codes. A hard reset of the pump was performed. The pump was programmed with a generic prescription and run for five days. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification for the five days after the hard reset. The pump was inquired again after two more days and the error codes were not present. The unit flowed at 94% efficiency for the 5 days of testing. Although the pump was returned with error codes present, the hard reset was able to successfully remove them. After the removal of the error codes the pump worked per specification, therefore, a root cause could not be determined for the issue. The pump will continue be monitored for 1 month and the analysis will be ongoing. Any new data will be submitted in a supplemental report. Internal complaint #: (B)(4).